Manufacturer narrative:
Results: a lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history and the lens work order search, a specific root cause of the event could not be determined.

Event description:
The rptr stated, the surgeon implanted an aa4203tl toric silicone single piece lens in 2008. At one day post-op, the pt was not satisfied with the outcome. The lens was explanted two to three weeks later and another different type lens was implanted. The lens was cut in half to remove with no pt injury, no enlarged incision or sutures. The lens was discarded by the facility. The rptr stated, this event was pt related and was not lens related, there was no problem or malfunction of the lens.